Event description:
Customer reported a button error on her insulin pump. Customer changed the battery because it was low and now the buttons are unresponsive. The numbers are scrolling when customer inputs his blood glucose. Customer's blood glucose is 220 mg/dl. The device was inside a cooler and was exposed to condensation. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.